Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 29908542. UDI:(B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 30626347. UDI:(B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated out of the epidural space. The patient only had right sided coverage and was not getting relief on her left side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility protocol.